Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and not detected on bus. Customer stated that this issue affected multiple drawers, tried to reboot the drawer but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 half height (hh) was not detected on bus, both drawers. A field service engineer observed that the led lights were flashing. The hh pyxibus module controller (pmc) board for drawer 4 was replaced. After replacement, all lights were verified to be functioning normally. The system functioned as intended after the field service engineer repaired the device.